Event description:
During a routine device exchange procedure, lead insulation damage was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.